Event description:
Putting in a vascular closure device. The tip of the device broke while attempting to insert into the sheath. This device did not enter the patient and there was no harm to the patient. FDA safety report ID# (B)(4).